Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04572. The pt received two extensions with different lot numbers. It was reported the pt had an instance in which stimulation stopped, but he was able to turn it back on. Since that time the pt reported he can manipulate the implanted extension and cause the stimulation to turn on and off. The sjm rep met with the pt and it was reported the system was working properly and providing effective stimulation.